Event description:
There was no reported patient impact associated with this complaint. The patient said that the "ok" button is difficult to press and is not clicking or springing back consistently and it takes multiple presses to achieve a response from the pump.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.